Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Therapy was exhausted. The ER physician will follow up with cardiology/ep. At this time, this ICD remains in service and was reprogrammed. No additional adverse patient effects reported.